Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient passed away this morning while still connected to the cycler. The cause of death is unknown. In additional follow-up, the pd nurse stated that the patient has pre-existing and extensive comorbid conditions of end stage renal disease (esrd), cerebral vascular disease, chronic heart failure, cardiomyopathy, previous mi (not related to dialysis), atherosclerotic disease, hyperlipidemia, and diabetic mellitus type 2. The nurse indicted that the patient was not feeling well for a few days prior to death with report that the patient was not eating/drinking or taking any of his prescribed medications (for blood pressure and diabetes). On (B)(6) 2025, at approximately 2am, the patient woke from sleep and had complaints of nausea with a bowel movement. The nurse stated that the patient received zofran for the nausea and then went back to bed. At approximately 6am (on (B)(6) 2025) the patient was found deceased. The nurse confirmed that the patient expired while connected to the fresenius cycler. However, it was uncertain if the patient was still in pd treatment. The nurse stated the patient was not brought to the hospital and no autopsy will be performed. Additionally, the end stage renal disease (esrd) death certificate was not available and therefor the exact cause of death was unknown. However, the nurse reported that the death was believed to be associated with natural causes in the setting of the patient¿s extensive pre-existing comorbid conditions. The pd nurse reported that there were no issues with the pd treatment nor any product related issues. It was confirmed that there were no allegations against the product in relation to the death. The nurse stated the death was reported to deactivate the patient¿s account. The nurse confirmed that the fresenius cycler is pending return to the pd clinic at the time follow-up was performed. No further information about the death was available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient passed away this morning while still connected to the cycler. The cause of death is unknown. In additional follow-up, the pd nurse stated that the patient has pre-existing and extensive comorbid conditions of end stage renal disease (esrd), cerebral vascular disease, chronic heart failure, cardiomyopathy, previous mi (not related to dialysis), atherosclerotic disease, hyperlipidemia, and diabetic mellitus type 2. The nurse indicted that the patient was not feeling well for a few days prior to death with report that the patient was not eating/drinking or taking any of his prescribed medications (for blood pressure and diabetes). On (B)(6) 2025, at approximately 2am, the patient woke from sleep and had complaints of nausea with a bowel movement. The nurse stated that the patient received zofran for the nausea and then went back to bed. At approximately 6am (on (B)(6) 2025) the patient was found deceased. The nurse confirmed that the patient expired while connected to the fresenius cycler. However, it was uncertain if the patient was still in pd treatment. The nurse stated the patient was not brought to the hospital and no autopsy will be performed. Additionally, the end stage renal disease (esrd) death certificate was not available and therefor the exact cause of death was unknown. However, the nurse reported that the death was believed to be associated with natural causes in the setting of the patient¿s extensive pre-existing comorbid conditions. The pd nurse reported that there were no issues with the pd treatment nor any product related issues. It was confirmed that there were no allegations against the product in relation to the death. The nurse stated the death was reported to deactivate the patient¿s account. The nurse confirmed that the fresenius cycler is pending return to the pd clinic at the time follow-up was performed. No further information about the death was available.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. However, there is no allegation or objective evidence that the patient¿s death was related to a product issue or malfunction with the fresenius cycler or any issues with pd treatment. The fresenius cycler was pending return to pd clinic at the time this clinical investigation was completed. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient had pre-existing comorbid conditions of cerebral vascular disease, chronic heart failure, cardiomyopathy, previous mi (not related to dialysis), atherosclerotic disease, hyperlipidemia, and diabetic mellitus type 2 all which increase mortality risk. The patient¿s esrd death certificate is not available, and therefore the exact cause of death is unknown. However, it was reported that the death is suspected to be associated with natural causes from comorbid conditions. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient passed away this morning while still connected to the cycler. The cause of death is unknown. In additional follow-up, the pd nurse stated that the patient has pre-existing and extensive comorbid conditions of end stage renal disease (esrd), cerebral vascular disease, chronic heart failure, cardiomyopathy, previous mi (not related to dialysis), atherosclerotic disease, hyperlipidemia, and diabetic mellitus type 2. The nurse indicted that the patient was not feeling well for a few days prior to death with report that the patient was not eating/drinking or taking any of his prescribed medications (for blood pressure and diabetes). On (B)(6) 2025, at approximately 2am, the patient woke from sleep and had complaints of nausea with a bowel movement. The nurse stated that the patient received zofran for the nausea and then went back to bed. At approximately 6am (on (B)(6) 2025) the patient was found deceased. The nurse confirmed that the patient expired while connected to the fresenius cycler. However, it was uncertain if the patient was still in pd treatment. The nurse stated the patient was not brought to the hospital and no autopsy will be performed. Additionally, the end stage renal disease (esrd) death certificate was not available and therefor the exact cause of death was unknown. However, the nurse reported that the death was believed to be associated with natural causes in the setting of the patient¿s extensive pre-existing comorbid conditions. The pd nurse reported that there were no issues with the pd treatment nor any product related issues. It was confirmed that there were no allegations against the product in relation to the death. The nurse stated the death was reported to deactivate the patient¿s account. The nurse confirmed that the fresenius cycler is pending return to the pd clinic at the time follow-up was performed. No further information about the death was available.